Event description:
It was reported that during an ablation procedure, the physician released the foot pedal to stop the ablation, however, the stockert generator continued beeping until another physician pressed the stop button on the remote control. No pt injury reported.